Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated several check vent alarms and a circuit occluded alarm. There was no patient involvement. The event date was no specified; estimate used.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.